Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29 navitor vision was selected for implant, utilizing a large flexnav delivery system (ds). It was noted that the micro adjustment wheel was used to close the gap, and the distal end of the ds was pulled into the descending aorta. However, while attempting to recapture the navitor vision, it was observed that the valve capsule on the ds had accordioned. Therefore, the ds was removed and replaced. A new lage flex nav ds was prepared and inserted without issues and the procedure was continued. The 29 navitor vision was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. The distal end of the inner shaft was noted to be kinked. The proximal end of the valve capsule was noted to be accordioned. These damages are consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.